Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2912 showed one similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter placed in this patient was ruptured internally three months after placement. Around 4 cm of the catheter was remained externally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation showed the catheter was broken near its proximal end. No other details could be discerned due to the quality of the returned photograph. While the cause of the break in the catheter could not be determined from the returned photograph, possible causes include tensile failure (over-stretch), sharp instrument damage, and flexural fatigue.

Event description:
It was reported that the catheter placed in this patient was ruptured internally three months after placement. Around 4 cm of the catheter was remained externally.